Event description:
The patient passed away. The site does not believe it was related to any issue with the sensor.

Event description:
It was reported that the patient was receiving inaccurate sensor readings consistent with dampened waveform. The patient¿s clinical site was advised to monitor the sensor readings for clinical correlation. No additional information is available at this time.